Manufacturer narrative:
(B)(4). Date sent: 06/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/12/2025. D4: batch #420d67 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the jaws in closed position and it open as expected. Also, the shrouds were observed partially open and one shroud from right side was noted to be broken from battery area. It is possible that the damage on the handle shrouds was due to improper handling of the device. Also, a gst60g reload loaded on the device. The reload was received partially fired 1/16 with the reload pan partially dislodged from distal end. The reload pan partially dislodge is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. During the visual inspection, the join cover was noted damaged due to one of the tube closure ear that interacts with the articulation link was seen bent. After further analysis, the articulation mechanism was noted to be damaged as the device would not articulate. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation link was noted to be loose on one side due to the tube closure ears was observed bent. Additionally, the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and damaged the articulation bar. No conclusion could be reached as to what caused the manual override would not work as no functional test could be performed due to condition of the device. The reported events were confirmed and related to improper use of the device. The condition of partially fired is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 420d67, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 05/28/2025 d4: batch #unk. Additional information was requested, and the following was obtained: last friday I was told that the stapler lockout had happened on at least four other occasions. Only one of those events was officially reported to their administration, no lot numbers or information were collected from the other three events. The event that was reported to their or manager, there is no record of the lot number or additional information outside of a lockout event. The or manager asked the scrub tech if they had rinsed the jaws prior to reloading and they had not. A. The event description says there was additional blood loss 1. What structure was the device on at the time of firing? A gastric conduit. 2. What was the approximate blood loss? Surgeon now reports that there was little to no blood loss as a result of the event. Approximately 100cc. 3. Were blood products administered? No 4. How was the bleeding addressed? Surgeon used new stapler to fire proximal to the original point of transection. 5. How was the procedure completed? Surgery was completed with a new pcee60a stapler with no further complications 6. Was the patient¿s post-operative care altered in anyway as the result of the device difficulties? No b. The event description says the device partially fired and then locked up? 1. Approximately how far did the device fire? Approximately 2cm. 2. How far did it cut and/or staple? Approximately 2cm. 3. Is it believe to be at the lockout point or passed the lockout point? Passed the lockout point. 4. What troubleshooting steps were taken in an attempt to remove the device? Reverse button was engaged, battery was taken out and put back in, reverse button engaged again. After none of those attempts were successful manual override was engaged. 5. How many back and forth ratchets of the manual override were attempted prior to opening the jaws? Approximately 4-5, surgeon isn't positive. He ratcheted until the manual override would not allow him to ratchet back and forth anymore. 6. Did the surgeon close the closing handle while simultaneously pressing the opening button when attempting to open the device? Yes, surgeon closed handle while simultaneously pressing the opening button. Device jaws still failed to open and he had to resort to forcibly removing the device from the gastric conduit. Back end of device appears to be cracked. C. The complaint says the device is coming back. This is great. 1. Will the cartridge also be returned (extremely important)? Yes, cartridge has been returned with the device. Cartridge is still between the jaws of the device but does not appear to still be properly seated within jaws. 2. Was the retaining cap left in place during loading? Unclear. Scrub tech first claimed that she had removed cap prior to loading but then corrected herself to say that she always keeps retaining cap in place during loading. Scrub tech stated that she wiped down the haws between reloads but did not vigorously rinse between reloads. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pcee60a lot number m9c89x and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric procedure, the surgeon was using a pcee60a to transect a conduit. Stapler partially fired and then locked up on to tissue. He attempted all trouble shooting methods including manual override, which was not successful. Jaws were wiped down prior to loading and confirmed that reload was properly loaded. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. Corrected data: investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the jaws in closed position and it open as expected. Also, the shrouds were observed partially open and one shroud from right side was noted to be broken from battery area. It is possible that the damage on the handle shrouds was due to improper handling of the device. Also, a gst60g reload loaded on the device. The reload was received partially fired 1/16 with the reload pan partially dislodged from distal end. The reload pan partially dislodge is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. During the visual inspection, the join cover was noted damaged due to one of the tube closure ear that interacts with the articulation link was seen bent. After further analysis, the articulation mechanism was noted to be damaged as the device would not articulate. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation link was noted to be loose on one side due to the tube closure ears was observed bent. Additionally, the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and damaged the articulation bar. No conclusion could be reached as to what caused the manual override would not work in the surgical procedure as the device was returned open with the knife in the home position and no functional test could be performed due to condition of the device. The reported events were confirmed and related to improper use of the device. The condition of partially fired is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.